Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular capture threshold was greater than 7.5 v, 1.5 ms. Exit block was suspected. The lead was removed and replaced.